Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the or with lead dislodgement. Dislodgement was observed during a follow-up. Device interrogation revealed loss of capture and sensing. The lead was explanted and replaced. The patient was stable post-procedure and will continue to be monitored with regular follow-ups.